Event description:
It was reported the patient presented for an initial procedure. During implant, the left ventricular lead exhibited insulation damage when the lead was flushed and saline dripped out the side. The physician elected to complete the procedure with another lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the lead body insulation was cut consistent with procedural damage.